Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during a diagnostic ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(4) 2009 for a stricture in the bile duct. According to the complainant, during the procedure, while cannulating the bile duct, the tip of the jagwire broke off into the patient's bile duct. The tip was not retrieved from the patient, as it is expected to pass naturally. The case was not completed due to the challenge of cannulating the bile duct and not due to the reported event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.